Event description:
A customer reported experiencing multiple intermittent occlusion alarms. The customer¿s blood glucose level was reported as "high," exceeding 500 mg/dl, but no specific value was provided. To address the high blood glucose, the customer administered a correction injection via mdi and was able to resume insulin therapy without changing supplies. No third-party assistance was required, and the customer declined additional support, leading to the case being closed by technical support.